Manufacturer narrative:
Product information was not provided. The manufacture date could not be determined.

Event description:
The customer tested her blood glucose using 2 contour meters and received a 40mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not expected to be returned. Product was not replaced.